Event description:
As reported by the (B)(6) study, a patient underwent revascularization twenty nine months after the index procedure. At the time of the index procedure, angiography revealed 70% stenosis to the proximal circumflex (prox cx). The lesion was described as 20mm in length, class b1 and de novo. The reference vessel was 3.5mm in diameter. A 3.5mm x 28mm cypher rx stent was implanted at 16atm. The stent was post dilated with a 4.0 x 8mm balloon at 12atm. The residual stenosis was 0% and there were no procedural complications reported. The patient was discharged the next day. Approximately twenty none months after the index procedure, the patient underwent a revascularization to an unknown vessel. It was treated with ptca. The event was reported as resolved. The relationship between the event and the study stent was not provided by the investigator. Per the site, they are not able to provide further information as to what vessel was revascularized.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, a patient underwent revascularization twenty nine months after the index procedure. This is a (B)(6) female with medical history including family history of coronary artery disease, hypertension, ex-smoker, thyroid removal, and hysterectomy, reflux, and codeine allergy. At the time of the index procedure, angiography revealed 70% stenosis to the proximal circumflex (prox cx). The lesion was described as 20mm in length, class b1 and de novo. The reference vessel was 3.5mm in diameter. A 3.5mm x 28mm cypher rx stent was implanted at 16atm. The stent was post dilated with a 4.0 x 8mm balloon at 12atm. The residual stenosis was 0% and there were no procedural complications reported. The patient was discharged the next day on dual anti-platelet therapy. Approximately twenty nine months after the index procedure, the patient underwent a revascularization to an unknown vessel. It was treated with ptca. The event was reported as resolved. The relationship between the event and the study stent was not provided by the investigator. Per site, they are not able to provide further information as to what vessel was revascularized. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.